Event description:
It was reported to philips that the device experienced multiple failures during operational testing; charge/shock, defib, and pads cable failures. In addition, the device was not shutting down without pulling the power. There was no reported patient or user involvement and no adverse patient/user impact.